Event description:
It was reported that during the implant attempt and after several attempts, the right ventricular (rv) lead was unable to obtain adequate current of injury. It was later reported that the lead would not stay in position. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt and after several attempts, the right ventricular (rv) lead was unable to obtain adequate current of injury. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analysis found no anomalies. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head).